Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection according to the reporter: laparoscopic lar used with idrive, s/n: not available, a doctor found it could not be articulated. However, continued use. After grasping the tissue with use of this one, it could not fire at all. A doctor confirmed the blue status indicator lamp was lit up on the device and the green cartridge status indicator lamp was lighting. New one was opened to complete the case with no problem. It was not used on patient. No patient involvement. No tissue damage, no tissue loss, no bleeding. No anticipated tissue loss. Nothing of adverse event caused by extension of or time was reported. The patient current status: good only the investigations of the sulu was required by the customer. The patient current status: good after procedure when idrive was restarted no problem was confirmed. Reported no problem in release from tissue. Operating time extended: less than 30 min.